Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: the device associated with the reported event was not returned for evaluation. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported event without the device to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Locking mechanism defect was noted during the tibial insert implantation. Another product was used to complete the case. There was 15 minutes delay to the surgery. No adverse consequences to the patient were reported.